Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Failed continuity test. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Ans defers to the pt¿s physician regarding medical history.

Event description:
The pt received his scs system on an unknown date. It was reported that the ipg would no longer communicate with the charger. This was reported on MFR report # 1627487-2009-00068. It was later made known that during the ipg replacement, the physician felt that the leads could have been part of the reported problem and decided to replace them as well. The explanted leads were returned to ans for eval. No further info is available.